Event description:
I started using the omnipod device about 10 days ago. I have had nothing but technical issues with the device. I spent hours on the phone with their support desk overseas and can't understand but 1 word out of every 5. I have contacted the local reps and they have washed their hand of the problem. For now, the device is working but if the past 10 day history proves accurate it will fail over the weekend. The company launched this product without testing it thoroughly and patient safety is in jeopardy. I hope the device works through the weekend before monday morning, but I expect it to fail again as it has about twice a day since I have had it.